Event description:
Information was received indicating that a smiths medical cadd-legacy pca pump model 6300 over infused two times. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, the issue was found during testing.

Manufacturer narrative:
The smiths medical pump was returned for analysis and analysts were unable to replicated the over infusion issue originally reported. They could not repeat the overinfusion issue. The expulsor was replaced as a preventative measure. No fault was found with the system.